Event description:
Log files were submitted for review. On 21may2026 at 0055, low voltage hazard/no external power events were captured using the mobile power unit (mpu). It appeared that the mpu lost total power enabling the emergency backup battery in the system controller until power was restored to the mpu. The patient switched back to battery power after the events on the mpu. It was later communicated that a loss of power was the most probable cause for the total loss of power to the mpu. The patient indicated the mpu did not come loose from the wall outlet or the back of the unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 7 days (20may2026 ¿ 26may2026 per time stamp). On 20may2026 at 22:38:28, 23:27:07, and 21may2026 at 00:55:30, the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages dropping to ~0.7¿1v each time. This was consistent with a loss of ac power. The alarm cleared on their own shortly after power was restored. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu, serial (B)(6), was not returned for analysis. Additional information provided stated that they are unsure if the mpu had a v-lock connector, the ac power cord did not come lose, and the most probable cause was a loss of power to the house; however this was not confirmed. No products would be returned. A root cause of the reported event could not be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.